Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested but unavailable: what is the surgeon's name? What was the disease state of the patient? Was the lobectomy performed via vats or open? On which firing did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Please explain what was tried to get the emergency release (manual override) to activate. Were there any issues removing the manual override door, actuating the lever, pulling the lever multiple times to return the knife, etc.? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
Please see the user facility medwatch, #(B)(4), attached to this report.

Manufacturer narrative:
(B)(4). Batch # l55e54. The analysis found that one pse60a device was returned in good visual condition and with an gst60w partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.